Event description:
A tandem mobi cartridge alarm was reported by the caller, occurring during the load process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer, after initially being unable to reload the cartridge, successfully loaded a new cartridge with assistance from technical support and resumed insulin therapy, resolving the issue.